Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing atrial fibrillation, rapid ventricular response, shortness of breath and palpitations. It was noted that the implantable pulse generator (ipg) classified atrial tachycardia/atrial fibrillation (at/af) episodes as terminated, probable due to atrial activity falling into blanking periods interfering with mode switch. The ipg remains in use. No patient complications have been reported as a result of this event.